Event description:
Customer reported that the insulin pump's display was cracked and was turning black. Customer reported that the display was hard to read. Cusotmer stated that when the insulin pump was exposed to the sun, the dispaly would go dark. Customer also reported that the insulin pump had been exposed to high temperatures. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.